Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacture for evaluation and during the evaluation results indicated that the reported complaint could not be duplicated in run in test in service center. Error log confirmed many error logs of e65535. The pca, was replaced as preventative maintenance.